Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.visual inspection of the returned device found that the shaft had two kinks at 20.5cm and 44cm distally from the strain relief. While pressurizing the balloon, the catheter was flushed with water using a syringe and water exited out of the guidewire port. The strain relief was removed from the catheter. Further microscopic examination of the balloon catheter shaft revealed a hole/perforation on the inner shaft under the strain relief. The damage was most likely caused by handling the device during flushing process. Therefore, a root cause of handling damage has been assigned to reported event.

Event description:
Analysis of the returned device found that the balloon catheter had a hole/perforation at the proximal part of the shaft under the strain relief. The event occurred while the physician was flushing the device during preparation outside of the patient. The device was not used. There were no reported clinical consequences to the patient and the patient was reportedly in a stable condition.